Event description:
It was reported that, "a patient with 95% burns of the body had the oximetry sensor applied to the forehead. When the sensor was removed, the adhesive backing on the holder tore the newly grafted skin."

Manufacturer narrative:
The device is a holder with an adhesive backing for the oximetry sensor. This adhesive product was placed on the forehead of the patient which had recently been skin grafted. When the sensor was removed, the newly grafted skin was peeled away. The actual device was discarded. We consider this investigation competed and the complaint closed.